Event description:
The patient is a (B)(6) male trauma patient status post dirt bike accident. He was admitted to the medical center on (B)(6) 2012 and had surgery to repair a small bowel perforation. On (B)(6) 2012, nursing staff reported that the patient's pca pump was beeping at low residual volume of 8 ml. The cadd prizm pump was set up to deliver 1 ml demand dose, 5 minute lockout, and a 12 ml hourly limit. A nurse obtained a new dilaudid bag from pharmacy. When the nurse went to change out the medication bag the nurse found that the bag she was replacing was still full of medication. The nurse removed the existing bag and tubing and hung a new bag and replaced the tubing. The nurse noticed a bend or kink in the tubing below the pca pump connection piece. There was no injury to the patient as a result. There have been other events similar to this event involving cadd prizm pumps. Staff's concern is that the cadd pump was registering that it was delivering the medication but the bag was still full. There were no occlusion alarms registered within the pump memory.